Manufacturer narrative:
A 2000e7d sample was not available for investigation; however the customer reported that the complaint sample was from lot 1009090 or lot 1011971. Feedback provided by the customer indicates that the smartsite had cracked when inserting a luer slip syringe which resulted in the leakage of fluid; however no further information regarding the exact nature of the defect was available. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1009092 and lot 1011971 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample or further information it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.